Event description:
Customer reported that on (B)(6), 2012 her adc meter was not turning on when the button was pressed or upon test strip insertion (blank screen issue). Customer further reported that on (B)(6), 2012 when she was "walking in town" she experienced symptoms that were described as "lightheaded, dry mouth and nose bleed" and "collapsed", having experienced a loss of consciousness. Paramedics were called and upon arrival received a reading of 4.5 mmol/l (81 mg/dl) on an unknown brand of meter and transported customer to a local health care facility. Customer could "not recall which treatment was received", however reported being diagnosed with hypoglycemia. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This report is being sent as a final. The device (B)(4) was returned and an investigation using approved test strips (lot no: 1172915) has determined the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted. (B)(4).